Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and failed to capture. Fluoroscopy was performed. Which confirmed, the dislodgement of both leads. During the repositioning procedure of both leads, it was noted, that the helix of the rv lead had failed to extend after multiple attempts. Therefore, the rv lead was explanted and replaced. Meanwhile, the ra lead was repositioned successfully. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and failed to capture. Fluoroscopy was performed which confirmed the dislodgement of both leads. During the repositioning procedure of both leads, it was noted that the helix of the rv lead had failed to extend after multiple attempts; therefore, the rv lead was explanted and replaced. Meanwhile, the ra lead was repositioned successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned with the helix stretched consistent with procedural damage and was clogged with blood/tissue. Due to the helix was stretched consistent with procedural damage, the helix mechanism test could not be performed. Electrical testing was normal. X-ray examination of the inner coil did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and was stretched consistent with procedural damage.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned with the helix stretched consistent with procedural damage and was clogged with blood/tissue. Due to the helix was stretched consistent with procedural damage, the helix mechanism test could not be performed. Electrical testing was normal. X-ray examination of the inner coil did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and was stretched consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.